Event description:
It was reported the patient is experiencing intermittent discomfort at her ipg site when she sits down. The patient's physician noted the site looks normal. Follow up information identified the patient is doing well.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.